Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports withdrawal. Patient states the doc is titrating him down and he has been going through withdrawal for the past 6 days. The patient states he was in the emergency room sunday night with a blood pressure of 185/150. Patient is on meds for this now. Patient states that (B)(6) helps his pain level now. Patient states he has been bedridden for a while and that he went grocery shopping yesterday and he felt pain in his legs. Patient wanted paf's number as he has no insurance and has bills over (B)(6). Hydromorphone (dilaudid) information was received from a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving a dose of 1.0mg/day at an unknown concentration of dilaudid via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient had a granuloma at the end of the catheter. A magnetic resonance image (MRI) confirmed the granuloma. It was reported by the consumer that the pump was turned off completely. Another MRI is planned in six weeks, and then the patient wants the pump explanted. Patient reports losing parts of his life that he cannot even remember. The patient claimed that his healthcare provider says the pump may still be delivering a small amount of medication. Patient claimed to have issues with withdrawal for the past four months after the pump was reduced to minimum flow rate. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.